Event description:
It was reported that a patient's blood glucose levels (bg) reached 469 mg/dl, while wearing the pod between 1 and 4 hours. The patient reported cannula being damaged, when it was removed from the infusion site (arm). The patient describes the cannula as cracked and also stated that there was bubbles.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula did not find it damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin.